Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer stated they received an unexpected alarm during normal use of the insulin pump and then the insulin pump began increasing countdown, turned black and then they received a blank screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display, problem isolated to mother board. Unable to confirm alarm and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.